Event description:
Our organization has requested that omnicell add a low-stock warning to its software. Currently, it only alerts when a medication is completely out. Industry-wide shortages, such as the recent morphine shortage, have forced us to stock only the b pod in omnicell. Without a low-stock alert, we frequently run out, causing delays in patient care. Recently, three patients experienced poor pain management due to this issue. Omnicell needs to notify pharmacy when supplies are low to prevent stockouts and ensure timely care.